Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, patient underwent removal of three (3) 6.5 cannulated screws due to pain, from a patient that underwent sacroilliac screws and pubic symphysis repair. The original implant surgery was at unknown date. The two of the 6.5 cannulated screws were broken at the tip. All but broken tip of one screw were removed. The broken screw was so deep inside the patient that it was not removed. The surgeon complained that they don't have a retaining device to remove cannulated scerws. There was no missing retaining devices/instruments, all devices needed in the surgery were available. A guide pin, cannulated screw driver and a 7.3 cannulated screw conical extractor were used during the removal of the unknown cannulated screws that was retained in the patient. There was a surgical delay of 30 minutes. There was no patient consequences reported. Concomitant device reported: unknown plate (part#unknown, lot#unknown, quantity 1).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown (2) unk - screws: 6.5/7.3 mm cannulated /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported on unknown date, there was a removal of three 6.5 cannulated screws due to pain, from a patient that underwent sacroiliac screws and pubic symphysis repair. The original implant surgery was at unknown date and time. The two of the 6.5 cannulated screws were broken at the tip. Just one piece of one remained in the patient. It was unknown if there was surgical delay. Procedure outcome was unknown. There was no patient consequences reported. Concomitant device reported: unknown plate (part#unknown, lot#unknown, quantity 1). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).

Event description:
There was a surgical delay of thirty (30) minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.